Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards japan affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, resistance was felt during insertion of the 23 mm commander delivery system into a non-edwards sheath in the descending aorta. The team was able to advanced and the valve was deployed. Upon removal of the delivery system, the patient became hypotensive, and a retrograde dissection in the tortuous section of the descending aorta was confirmed by angiography. The patient's vital signs were stable under catecholamine, and an endoprosthesis was placed and the procedure was completed.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through non-edwards sheath was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Per the complaint description, '33 cm 18 fr dryseal was used due to be unable to prepare 65 cm of it. As the sheath did not cover descending aorta tortuosity.. Resistance was encountered during 23 mm commander delivery system advancing into descending aorta, but it was possible to advance. The valve was deployed. Hypotension occurred during withdrawal of delivery system. And then, retrograde dissection at tortuosity part of descending aorta was confirmed by angiography'. As mentioned, patient had a tortuous descending aorta. The presence of tortuosity can make the pathway challenging as the delivery system tracks through patient anatomy. This can potentially lead and contribute to the reported difficulty felt when attempting to advance the delivery system. Additionally, it was mentioned the potential use of a 65mm dryseal sheath should have been used. Commander delivery system is not indicated for use with dryseal sheath and could have potentially contributed to the reported resistance. However, due to the lack of device and relevant imagery, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.